Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead have exhibited high out of range pacing impedance measurements. Upon review of the data it was noted that the pacing impedance measurement has been high and out of range for quite some time. It was noted that the increase has been gradual over the last 18 months. The rv threshold measurement was also low. A fluoroscopy image was taken which did not reveal any issues. The physician feels the issue is related to lead tissue interface and is not currently taking any action. At this time the crt-d and rv lead remain in service and no additional adverse patient effects were reported.